Event description:
It was reported via repair work order that the reduced braking force as a result of the big wheel unable to disengage due to damaged dampner. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.